Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device replacement procedure, upon connecting the new cardiac resynchronization therapy defibrillator (crt-d) to the left ventricular (lv) lead impedance was found to be high. Testing of lv lead impedance with an analyzer and through the old device all found normal impedance levels. A replacement device was chosen and implanted, and lv impedance levels were found to be normal. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.